Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 9.0 mg/dl. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected critical pump error alarm was noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurements were within specifications. However, the pump was received with a partial bleeding lcd glass. The pump was received with moisture damage noted on the electronics assembly, motor and vibrator motor. The pump was received with a cracked keypad overlay at the select button, cracked battery tube threads, a cracked case at the battery tube side, a keypad overlay texture damage and scratched case.